Event description:
During a dialysis treatment, the facility reported an incident of clotting of the circuit. Blood loss estimated at 300cc. The facility originally believed that clotting was due to catheter problem and the catheter was replaced.